Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks for supra ventricular tachycardia (svt) episodes that the physician believed to be atrial flutter. The patient underwent an atrial flutter ablation and medication compliance was stressed. In addition, the patient¿s ICD was explanted and upgraded to a dual chamber ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient received the inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that the ICD detected as ventricular tachycardia and ventricular fibrillation.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.